Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received therapy from a bone growth stimulator after breaking his wrist. The patient did not have any adverse events following use of the bone growth stimulator. The patient had experienced worsening gait and dysarthria; however this was prior to using the bone growth stimulator. Symptoms improved after reprogramming the pulse width. An open circuit on the zero electrode on the right side was also reported. The open circuit occurred at the time of implant due to scar tissue damaging the lead. The neurostimulator was programmed around the zero electrode, and the patient was receiving beneficial therapy.